Event description:
Date and time cannot be corrected on 2-29-00 on leap year date. This effects accuracy of strip recording and reading date/time off the display of the protocol protocol propaq encore's with software version 1-31-01. This is a one time occurrence. 2004 is ok.